Event description:
It is reported that a convatec employee realized that the luer connector of the inflation port presented an issue. When the employee noticed the problem while trying to deflate the balloon, she had difficulty in removing the liquid from the balloon due to pressure. She wasn't able to deflate the balloon. The device was removed from the pt still inflated.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have a following severity rating for the reported even. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure.) No reports of a pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).